Event description:
It was later reported that the pump was explanted on (B)(6) 2013. When asked if the pump was discarded, they noted ¿they do not have it anymore in the hospital¿.

Manufacturer narrative:
(B)(4).

Event description:
A representative reported a premature battery depletion. A low battery reset occurred and the pump was in safe state. A motor stall was also noted. They noted that ¿emi was involved¿ and ten reset messages occurred with eri less than 1 month, though normally the replacement should have been in 12 months. The patient¿s pump was replaced (date not provided), and they required hospitalization. The representative noted the patient had withdrawal, increased spasticity, and underdose symptoms. The patient was noted to be alive and with injury. The medication used within the system was ¿baclofen aguettan¿. The representative later reported that they noted ¿emi¿ in error. They meant to note ¿eri was involved¿. Another representative later reported that the stall did not recover. The representative reported the daily dose had been the same as far as they knew.